Event description:
Reportedly, the patient received two inappropriate shocks due to noise detection. The information has been transferred by remote monitoring system.

Event description:
Reportedly, the patient received two inappropriate shocks due to noise detection. The information has been transferred by remote monitoring system.